Event description:
It was reported that a black substance leaked out of the handpiece while prepping for a bunionectomy. There has been no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The saw was rec'd at the MFR for eval. Based on the investigation details, there was corrosion throughout the rotor assembly, and problems were found with the sag head, motor, rotor, and all of the bearings, which have each been replaced along with other components in a complete rebuild of the device. The handpiece was repaired and returned to the customer.